Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was missing pixels. Customer's blood glucose level ranged from 180-181 mg/dl. Customer continued to use the pump for insulin therapy.